Event description:
Related manufacturer reference number: 2017865-2023-13128. It was reported that the patient presented to the hospital for a device exchange procedure on (B)(6) 2023. During examination of leads, it was noted that the right ventricular (rv) lead and the right atrial (ra) lead were dislodged. There was cardiac perforation by the rv lead. The physician explanted and replaced the rv and ra leads on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement and perforation. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and covered with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. A tip stiffness test was performed, and all test results were within product specification.